Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their pump alarmed no delivery and that they also experienced high blood glucose level of 558mg/dl. The customer had symptoms such as nausea and treated with manual injections. Customer's blood glucose value was 558mg/dl at the time of the call. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.